Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician did a hysteroscopy prior to the procedure and everything was found to be normal. The physician performed the cavity initial assessment test but could not be passed, troubleshooting was attempted and could not pass. Another hysteroscopy was performed and a uterine perforation was found at this time. Procedure was aborted and the patient was rescheduled. Physician believed that they might have applied too much pressure using the tenaculum and the deployment of the device against the fundus. Patient was treated with antibiotics. No other information available.